Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set was kinked and stressed. Prior to hospitalization, he self-treated with a correction bolus. His blood glucose was 1200 mg/dl and he experienced diabetic ketoacidosis. During the stay in the hospital, he received antibiotics, oxygen and dome unspecified drug via intravenous drip which resolved the issue. He was hospitalized for nine days. No further information available.